Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. Unit unable to verify lost sensor due to pump unable to locate sensor signal, problem isolated to electrical board.

Event description:
Customer reported via phone call that sensor was damaged. Customer¿s blood glucose level was unknown at the time of the incident. The insulin pump was returned for analysis.